Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stress testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction (mfc) cable was not returned for evaluation. It was recommended to the customer to discard the mfc cable used as a pre-caution. Analysis of reports of this type has not identified an increase in trend.